Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. What is the most current patient health status and condition? There was no patient consequences reported" to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m."

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened in surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.